Event description:
A report was received that the patient was getting an error code 0000 0000 8000 on her remote and her stimulation was shutting off with the same message. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein ipg will be replaced. Device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was getting an error code 0000 0000 8000 on her remote and her stimulation was shutting off with the same message. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein ipg will be replaced. Device malfunction was suspected.

Event description:
A report was received that the patient was getting an error code 0000 0000 8000 on her remote and her stimulation was shutting off with the same message. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein ipg will be replaced. Device malfunction was suspected.

Manufacturer narrative:
Sc-1110-02 sn:(B)(4). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The reported code was an indication of the device reset resulted from low battery condition, or more commonly from the reed switch reset caused by magnetic-field effect. The device reset counter was 251 upon receiving, and was incremented by one after the functional test. The device was monitored for a week, and there was no increase of the reset count. This confirmed that the device reset count was valid and not resulted from device malfunction. The stimulation outputs were monitored for two days on an oscilloscope. The outputs were consistent and correct on all electrodes. The device exhibited normal device characteristics.

Manufacturer narrative:
Additional information was received that that the patient underwent an ipg replacement procedure. Malfunction was suspected with the ipg because it was turning on and off. The ipg was also in angling position. The patient was doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that the patient was getting an error code 0000 0000 8000 on her remote and her stimulation was shutting off with the same message. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein ipg will be replaced. Device malfunction was suspected.